Event description:
"Death: on (B)(6), the relay plus device was used for tever. As the patient had dialysis, the procedure was considered to be hard for the patient due to the long procedure, bleeding and contrast agent usage. The procedure was successfully completed and the patient's condition was very good after the procedure. No abnormalities were observed on the device during the procedure. On (B)(6), the patient condition suddenly became bad and died. The physician considered that it was difficult to control the patient's condition as the patient had dialysis and it might contributed the patient's death. Explant date: (B)(6) 2020. Email received on september 03, 2020-from (B)(6) , qa, terumo japan confirming no lot number or additional information is unable to be obtained." Patient outcome: "the patient died. Autopsy was not conducted, and the cause of the death is unknown."

Manufacturer narrative:
The lot number for the device used was not provided for this complaint. Pre-case plan and CT images/angiograms were not provided for review. Since the lot number, pre-case plan, and CT images/angiograms were not provided for this case, no further investigation can be performed.

Manufacturer narrative:
The lot number for the device used was not provided for this complaint and no additional information is available.

Event description:
"Death: on (B)(6), the relay plus device was used for tever. As the patient had dialysis, the procedure was considered to be hard for the patient due to the long procedure, bleeding and contrast agent usage. The procedure was successfully completed and the patient's condition was very good after the procedure. No abnormalities were observed on the device during the procedure. On (B)(6), the patient condition suddenly became bad and died. The physician considered that it was difficult to control the patient's condition as the patient had dialysis and it might contributed the patient's death. Explant date: (B)(6) 2020 email received on september 03, 2020-from (B)(6) confirming no lot number or additional information is unable to be obtained." Patient outcome: "the patient died. Autopsy was not conducted, and the cause of the death is unknown."